Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the use of the abbott diabetes care (adc) device was reported. Customer received unspecified low glucose sensor scans on an abbott diabetes care (adc) device compared to an unspecified blood glucose reading obtained on a competitor brand meter. The customer experienced symptoms described as "almost lost consciousness" and was initially treated with a glucose drip, however due to incorrect adc sensor glucose values, glucose drip was disconnected, and the customer was then administered a high dose of insulin by a healthcare professional for the diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.